Event description:
Returned product received from foreign report source indicating that the reservoir volume of the pump was greater than indicated on the telemetry read-out. A rotor test was performed, which showed that the rotor did not move. The device was explanted and returned to the MFR for analysis.